Event description:
Boston scientific crm received information that the right atrial (ra) lead exhibited impedance measurements greater than 2500 ohms and no capture at 6.0 volts. The device was programmed to vvi 50 ppm, thus electrically abandoning the ra lead. No adverse patient effects were reported.

Manufacturer narrative:
This lead was electrically abandoned by programming the device to vvi and leaving the lead implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.